Event description:
While ventilating a patient in the operating room, the user noticed a leak in the circult. After checking the circult, it was noticed that the gas monitoring port of the device, which was not in use, was not sealed by its cap. No effects on the patient were reported. Other caps were reported loose in the packaging or loose during use.